Manufacturer narrative:
Additional information provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: (07/26/2016). It was reported that the plate disconnected from the peek when it was loaded on the inserter. The plate did not fall apart it disengaged from the peek. The plate was implanted into the disc space and the surgeon did not use a tamp to hammer it in. There is no patient information available.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: during a zero-p va procedure, the implant plate disengaged from the peek spacer. The procedure was able to be completed, after a two minute surgical delay, with an alternate implant. The returned device was examined and the complaint condition was unable to be confirmed as the implant was returned assembled with the plate and peek spacer firmly engaged. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn device history records review was conducted. The report indicates that the: part# 04.647.128s, lot# 9903780, manufacturing site: (B)(4), manufacturing date: 13. Apr. 2016, expiry date: 01. Apr. 2026. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went to surgery for a zero-p variable angle (va) implant 8mm height lordotic-sterile on (B)(6) 2016. During the surgery when the surgeon was inserting a zero pva cage, the plate disconnected from the peek. It was explained that the plate can snap back in place. There were no fragments generated. The surgeon removed the peek and attempted to re-engage the plate to the cage but was not comfortable with the integrity of the connection. The surgeon decided that it was not safe to re-implant and requested it to be sent back. The surgeon finished the procedure with a back-up zero pva cage. There was a surgical time delay of two minutes. The surgery was successfully completed. The patient received a new cage and the surgeon was pleased with the x-ray taken on (B)(6) 2016. The patient status outcome is unknown. This complaint involves one device. This report is 1 of 1 for (B)(4).